Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, broken motor slide, cracked end cap, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump was unable to verify auto off alarm due to display anomaly. The insulin pump had no moisture damage under lcd screen, electronic assembly or motor noted during testing. The insulin pump no physical damage to battery cap/tube noted during testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and was exposed to moisture. The customer's blood glucose was around 100 mg/dl at the time of incident. The insulin pump will be returned for analysis.